Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(E1) (B)(6).